Event description:
It was reported that during an unk procedure the hand activation buttons were sticking - required to use foot activation instead. Completed with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).